Event description:
Alaris medley IV pump in use. Nurse noted the fluid didn't run at the rate set, but runs constantly free flows. Module taken out of service and returned to biomedical engineering. As noted on a previous report we have greater than 20 other modules in which this same hinge has been discovered to be broken or to have a hairline crack. Most of these have not been involved with patient incidents.